Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose was unknown at the time of incident. The insulin pump started alarming and the display screen was flashing during basal. Troubleshooting was not performed and the device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board . Unable to verify missing segments or partial display due to constant blank or flashing white light.